Event description:
It was reported that the handle on the c-arm of the 9800 system was loose and broken. It was also noted that intermittently the system would not fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The referenced fluoro failure could not be duplicated. However, reviewed error log files and replaced the generator interface board pcb. Repaired handle. The system was tested and found to be working as intended and placed back into service.